Event description:
It was reported that during a davinci si oophorectomy procedure, the customer noted a frayed cable on the fenestrated bipolar forceps instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument was found with a frayed pitch cable at distal clevis hub. No damage was found at the clevis. The frayed segment was approximately 0.05 in length. No other cable damage was found. The customer reported complaint does not itself constitute a reportable event; however, the broken pitch cable if to reoccur could cause or contribute to an adverse event.